Event description:
Customer reported the insulin pump had moisture under the screen. Customer sees drops and fog. Troubleshooting was performed. Customer's blood glucose level was 175 mg/dl. Customer noticed the fluid when she was going to cook. The device was not dropped nor had any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no moisture damage found on the keypad traces, electronic assembly or motor. The device had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.